Event description:
A home pt contacted baxter's technical services center for assistance during fill 1/6 of their automated peritoneal dialysis therapy for assistance in ending therapy early. Per initial report, the home pt wanted to end therapy early as they noted that their effluent was cloudy. Baxter's technical services center assisted the home pt in ending therapy early.